Event description:
It was reported that the implantable pulse generator (ipg) battery depleted during warranty time and was indicated as premature battery depletion. The ipg was explanted and replacement was arranged. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).